Manufacturer narrative:
(B)(4).

Event description:
A report was received that stated a 840 ventilator experienced a malfunction. There was no patient involvement. The customer reported that the issue was with the graphic user interface (gui) display.